Event description:
The customer reported at 8:29 pm she activated a new pod and her blood glucose and insulin history is as follows: she decided to go to the emergency room where they placed her on an insulin drip and her bg was reading 740 mg/dl. At 1:10 am the pod was deactivated and she noticed the cannula was bent. The adhesive pad was wet and she could smell insulin. She stayed in the hosp overnight before being released.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported bent cannula or determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Qualification records were reviewed,and the product lot med all acceptance criteria.